Event description:
An audible pump alarm occurred. The pump was interrogated (B)(6) 2010. While interrogating the pump, the programmer stated "eri error occurred, please replace pump by (B)(6) 2011." The eri (end replacement indicator) alarm occurred on (B)(6) '2010 per the event log. Pump replacement surgery was planned. There was no pt therapy problem; the pt was "clinically doing fine." The pump delivered lioresal 500 mcg/ml at 73.95 mcg/day. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).